Event description:
Related manufacturer reference number: 3006705815-2022-00987. Related manufacturer reference number: 1627487-2022-01094. It was reported that patient experienced ineffective therapy and diagnostics indicated high impedances on both leads. X-rays did not reveal any fracture. Patient also suffered multiple falls and had discomfort at the ipg site due to loosing over (B)(6). As such surgical intervention took place where in entire system was explanted and replaced with a new system thereby addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00987. Related manufacturer reference number: 1627487-2022-01094. It was reported that patient experienced ineffective therapy and diagnostics indicated high impedances on both leads. X-rays did not reveal any fracture. Patient also suffered multiple falls and had discomfort at the ipg site due to loosing over 80 lbs. As such surgical intervention took place where in entire system was explanted and replaced with a new system thereby addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.